Event description:
As reported by the user facility: when removing catheter, tip of catheter remained in ob pt. Tip not seen on CT scan. Additional info provided by the user facility indicated the pt suffered no adverse sequela associated with this incident and the tip remains in the pt. The sample has been discarded and is not available for evaluation.

Manufacturer narrative:
The actual sample has been discarded by the user facility and will not be returned to the MFR for evaluation. Without the sample a complete evaluation could not be performed. No specific conclusions can be drawn.